Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported a leksell system inaccuracy.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The user reported an offset of one or more of their leksell stereotactic systems when using it for dbs (deep brain stimulation). The direction of the deviation is unknown by elekta since no post-op images or information from the user have been provided. The size has been reported to be 2 mm. An extensive investigation has been completed and the arc has been verified to be within specification. The frame has been found to be out of specification and will be replaced, however it is not a probable root cause to this event. No patient injuries have been reported.